Event description:
Lvn picked up pulse oximeter to take to pt's room and noticed there was smoke pouring out of the machine. She placed it in a metal sink. Did not enter any pt's room so there was no harm to any pt but potential for harm was significant.